Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer reported she did not feel the high result to be accurate, however, the consumer still administered 13 units of insulin based on that reading. The consumer stated after she administered the insulin she realized she had made a mistake and immediately ate to offset the administered insulin. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for evaluation. The test strips involved in this event will not be returned for evaluation as they were discarded by the consumer.